Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: customer reports getting qc2h error twice on lot # 257059. Customer re-tested on lot# 267863 and got error 413. Customer expected to get high inr result because pt is bleeding, but customer keeps getting errors. Says pt is having spontaneous nose bleeds and does not know the cause of it. No changes in diet or medications. Customer has previously been testing pt without any issues. Customer has not had any issues with other pts. Customer did not provide pt medication list, medical conditions, or finger stick technique/procedure.